Event description:
Customer reports to have experienced keypad anomaly. Customer reports to have difficulty pressing act in order to rewind pump. Customer then realized that he was running a dual square bolus which was canceled and was able to rewind pump. Customer also reports to have had no delivery alarm, but declined troubleshooting as he knew the reason for no delivery alarm. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.